Manufacturer narrative:
One knife sample was received by manufacturing in an opened blister package. The knife was not seated properly in the blade protector tray. A damaged tip was observed. How the blade became damaged cannot be determined from the evaluation. The damage to the returned sample is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when product is improperly removed or inserted after use, from improper handling or from contact with another instrument during surgery or set-up. (B)(4).

Manufacturer narrative:
A sample is available that has not yet been received by manufacturing for evaluation. The final customer lot number was identified. Two component knife lots were used to make up the customer's identified lot. A review of the related device history records (DHR) for the reported lot number has been performed and no anomalies were found. The product was released based on the manufacturer's acceptance criteria. A complaint history examination revealed this was the first complaint received for the customer's identified lot and for the associated component lots. A root cause has not been identified, but will be reassessed upon completing the investigation. Additional information has been requested for this report. (B)(4).

Event description:
A customer reported that a knife did not cut during surgery. An alternate knife was obtained in order to continue the procedure. There was no impact to the patient. Additional information has been requested.